Manufacturer narrative:
Product analysis: visual and optical inspection revealed the peek implant has been damaged. Optical examination confirmed the upper threads had been stripped. This type of damage is consistent with misalignment of the driver during the attachment process. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l5-s1 herniation decompression and internal fixation. Intra-op, thread slipping was observed at the interface of the threaded fusion cage. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.